Event description:
The following was reported via (B)(4): (B)(6) 2004 - the pt underwent epigastric and umbilical hernia repairs with implant of two perfix plug meshes. Ni/ni/2008 - the pt developed occasional episodes of bloating, abdominal pain, nausea and vomiting. From 2010-2011 - the pt reports the episodes of nausea and vomiting became increasingly more frequent. Ni/ni/2011 - the pt developed intractable nausea and vomiting with reportedly increasing severe life threatening abdominal pain. The pt reported he was admitted for emergency small bowel resection due to intestinal obstruction. The pt reported he was told that the mesh from his previous hernia surgery in 2004, had adhered to his small intestine leading to an obstruction and necrosis of a section of small bowel. The pt reported this hospitalization lasted for 8 days and he was subsequently admitted 72 hours later for another 8 days for a blood clot in his right thigh. The pt then began to again have episodes of bloating, nausea and vomiting and severe abdominal pain. Ni/ni/2011 - the pt was diagnosed with another bowel obstruction which required treatment. The mesh was removed and lysis of adhesions was performed. The pt reports the bloating, extreme intestinal discomfort and obstructions has affected the quality of his life. The pt alleges permanent damage to his small bowel because of the mesh used to repair his hernias in 2004.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt reports several complications following the implant of two perfix plugs in 2004. The report does not identify a specific device issue and no product was returned for eval. Although medical records have not been provided, the pt reports he was treated for adhesions, which is a known adverse event listed in the IFU. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. With the currently available info, no conclusion can be drawn. See MDR 1213643-2012-00489 for info related to the second perfix plug implanted in 2004.